Manufacturer narrative:
This device was used for treatment, not diagnosis. Patient initials (B)(6), height: (B)(6) and bmi: (B)(6). UDI#: (B)(4). Reporter phone number: (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient had a clavicle fracture and was implanted with a locking compression plate on (B)(6) 2015. Three weeks post-operatively the lcp broke and the six (6) screws remained intact. On (B)(6) 2015, the patient was revised to new implantable devices and the broken lcp was removed. There was a surgical delay of sixty (60) minutes, no fragments were generated and no other medical intervention was needed. The procedure was completed successfully. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the part was received in two pieces due to the breakage. Marks and scratches are visible. The plate is strongly deformed. The device-history-record (DHR) does not show any abnormalities. Everything was produced in specification as it should. Measurements of the critical features were taken on the broken part. This confirmed the results of the DHR. The plate was produce as it should. No abnormality in process was found. All measurements are in specification. Based on this, the complaint is rated as confirmed but not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.